Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 323.062, lot: 82p8557, manufacturing site: bettlach, release to warehouse date: december 23, 2020. A manufacturing record evaluation was performed for the lot # 82p8557 of article # 323.062 and no non-conformances were identified. Visual inspection: drill bit ø2 w/double marking l140/115 3 (p/n: 323.062, lot #: 82p8557) was returned and received at us customer quality (cq). Upon visual inspection, tip of the drill bit was observed to be broken and the shaft of the drill bit was observed to be bent. No other issues were observed with the returned device. Device failure/defect identified? Yes. Dimensional inspection: specified dimensions: diameter of the shaft measured dimensions: diameter of the shaft: conforming. Document/specification review: based on the date of manufacture the following drawing, reflecting the current and manufactured revision was reviewed: drill bit 3-flutes no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion the complaint condition is confirmed for the returned device. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that during an ankle procedure on (B)(6) 2021, a drill bit broke after going through the first cortex using the drill guide. The broken piece was removed from the patient. Surgeon replaced the drill bit to continue surgery. The surgeon noted that using the 2mm drill bit with tough bone, such as the tibia, puts the bit under considerable strain and it fatigues. Procedure was completed with an unknown delay. This report is for a 2.0mm drill bit with depth mark. This is report 1 of 1 for (B)(4).